Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient contacted technical services (ts) due to a tachycardia episode in which the patient felt dazed and experienced dizziness. The patient suspected that this pacemaker was over-pacing and causing the arrhythmia. Ts provided information regarding device function and noted that the patient has a history of irregular heart rate due to lyme disease. No additional adverse patient effects were reported. Additional information was received indicating that this device was subsequently explanted and replaced due to an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system. This device has been returned and is pending analysis.

Event description:
It was reported that the patient contacted technical services (ts) due to a tachycardia episode in which the patient felt dazed and experienced dizziness. The patient suspected that this pacemaker was over-pacing and causing the arrhythmia. Ts provided information regarding device function and noted that the patient has a history of irregular heart rate due to lyme disease. No additional adverse patient effects were reported. Additional information was received indicating that this device was subsequently explanted and replaced due to an upgrade to a cardiac resynchronization therapy defibrillator (crt-d) system. This device has been returned and is pending analysis.

Event description:
It was reported that the patient contacted technical services (ts) due to a tachycardia episode in which the patient felt dazed and experienced dizziness. The patient suspected that this pacemaker was over-pacing and causing the arrhythmia. Ts provided information regarding device function and noted that the patient has a history of irregular heart rate due to lyme disease. No additional adverse patient effects were reported. This device remains in service.